Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) visited the doctor for product performance issues. Troubleshooting actions were performed; however the issues persisted and fluid loss was identified. A surgical procedure was carried out, and a hole was observed in the right cylinder wall. The entire ipp was explanted and replaced with a new device. No additional patient complications were reported and the patient is expected to fully recover.